Event description:
Health professional reported, an alleged port leak after losing volume in the band. A fluoroscopy test could not confirm the reported leak.

Manufacturer narrative:
Taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."